Event description:
A low readings issue with the Abbott Diabetes Care (ADC) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on an ADC meter. The customer noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). The customer reported symptoms of a "missing sensor lens causing blood leakage, inaccurate readings off by ~80 mg/dL, severe hypoglycemia" and a loss of consciousness. The customer was unable to self-treat and was taken to the emergency room (ER) where a healthcare professional (HCP) provided unspecified treatment for the diagnosis of hypoglycemia. The customer reported sensor readings of ~74 mg/dL compared to a fingerstick reading of ~143-148 mg/dL on an HCP meter. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.All pertinent information available to Abbott Diabetes Care has been submitted.